Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "firm and looks abnormal due to capsular contracture". Later healthcare professional reported "deflation". This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to b5 description of event: the initial medwatch was submitted due to a report that the patient had devices explanted on (B)(6) 2025. Healthcare professional later clarified that the explanted devices were not manufactured by allergan/abbvie. The last known information regarding the patient/device in this record is the patient's report of capsular contracture and the device remaining implanted. Because it was confirmed that the patient had a different set of devices explanted, it is also confirmed that the device in this record was explanted on an unknown date. However, the adverse event reported by the healthcare professional does not relate to the device in this record. Clarification to d6b explant date: it is known that the devices have been explanted. However, it is unknown when explant surgery was performed. The (B)(6) 2025 surgery date reported in the initial medwatch does not pertain to the device in this record. Correction to h6 adverse event problem from the initial medwatch: un-reporting a050401 fluid leak. It has been confirmed that the event of deflation does not pertain to the device in this record.

Event description:
Patient reported via bifs "firm and looks abnormal due to capsular contracture". This record is for left side. Device was explanted and replaced.